Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Manufacturer narrative:
Gtin/UDI number for item mz1000-07, lot 17035393 is (B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for evaluation.

Event description:
The customer reported that they have had multiple events in which a small amount of blood splashes back and leaks when removing the syringe from the maxzero connector after drawing a blood sample. There was no report of patient or rn harm.

Manufacturer narrative:
Upon file review and additional information received it was noted that the event documented in this file did not involve patient use and the file is therefore no longer reportable.